Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10-pelvis spinal therapy. The patient had leg pain. It was reported that the tip of the drivers broke while placing the screws. The benders got bent while bending the rod. The rods did not fit properly and needed more lordosis. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4. PMA / 510(k) #: class I exempt medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4): part # 5584111 lot # sw18f002 visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has been broken. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.